Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing where: sep 16, 2022. Sampling from: operating channel. Cfu: >1cfu. Contaminate identification: n/a. Sampling from: aspiration channel. Cfu: 2cfu. Contaminate identification: staphylococcus coagulase negative. Sampling from: air/water channel. Cfu: 3cfu. Contaminate identification: staphylococcus coagulase negative . Sampling from: distal end. Cfu: 1cfu. Contaminate identification: staphylococcus coagulase negative. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: channel mount was damaged . Suction cylinder was damaged. Universal code refraction. Connector was damaged. Poor ultrasound signal. Charged coupled device picture is too grainy. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. After checking the content of gf-ue160-al5 instructions for use, reprocess means are described below: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The results were not provided. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed. The scope was precleaned with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with anios clean excel d detergent and asept inmed and olympus brushes (reference # 201784, # bw-400b). The scope was manually disinfected with anios clean excel d. The aer used was a wassenburg along with wassenburg endohigh detergent and wassenburg endohigh paa. The scope was stored horizontally. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Greater than one hundred (100) cfus of coagulase-negative staphylococci were found in the channels, considered non-conforming. The distal end tested for less than one (1) cfu of a microorganism, considered conforming. The initial results did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. An additional culture will be conducted. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a microbiological culture was performed on the ultrasonic gastrovideoscope. On (B)(6) 2022, all channels tested positive for forty-three (43) colony forming units (cfus) of pseudomonas species. On (B)(6) 2022, all channels tested positive for greater than eighty-one (81) cfus of pseudomonas species. On (B)(6) 2022, the biopsy channel tested positive for one (1) cfu of an unknown microorganism, considered conforming, and the suction channel tested positive for forty-eight (48) cfus of unknown microorganisms, considered non-conforming. On (B)(6) 2022, the air/water channel tested positive for nineteen (19) cfus of unknown microorganisms, which was considered high alert. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.